Event description:
It was reported that the patient had a frayed driveline. There were no pump stops or alarms reported. A cosmetic driveline repair was scheduled for (B)(6) 2021. After further review of the driveline it was suggested to wrap the area where the white silicone jacket was torn with rescue/fusion tape. Based on the images of the driveline, the area did not warrant a cosmetic driveline repair at the time so the scheduled repair for (B)(6) 2021 was cancelled.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed based on the evaluation of the submitted photographs. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Heartmate ii lvas patient handbook is also currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.